Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with over 400 units of insulin. The customer's blood glucose level ranged from 109-193 (mg/dl). It was confirmed that the customer has manual injections available as alternate insulin therapy.